Manufacturer narrative:
Concomitant products: dvbb1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead had high impedance in the high voltage coils. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.